Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit made a strange noise and it was difficult to connect the hand piece to the motor drive unit. The procedure was successfully completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.